Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was about two months ago the patient started to have seizures and they turned off their stimulation and stopped charging their ins. Today the patient attempted to connect to their ins today and they were not able to communicate with their ins. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from via a manufacturer's representative (rep). The rep reported that the device was in deep discharge. The rep reset the device and reeducated the patient. The issue was resolved. (B)(6) 2021 (B)(4): no new information.